Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit was power cycles, batteries were swapped and tested new sensors. The issue was isolated to the device. It was reported that the unit displayed system error 901 and 010 on screen within a few seconds of turning the unit on. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of worn switch membrane due to burn. The most likely cause for the additional condition is traced at the flex tail circuit. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the unit displayed system error 901 and 010 on screen within a few seconds of turning the unit on. The unit was power cycled, batteries were swapped and tested new sensors. The issue was isolated to the unit. There was no patient involvement. Medtronic's initial evaluation of the incident found a worn switch membrane due to burn trace overheated discolors (brown-ish) at the flex tail circuit.